Event description:
Event: post implant intervention. Case details: post implant event: in 2002 the patient presented to the emergency room with bilateral graft limb occlusion requiring surgical thrombectomy and fem-fem bypass. The patient was implanted with a bifurcated graft in 2002. The patient was reported to have narrow and calcific iliac arteries. Stents were placed bilaterally in the graft limbs during the original implant procedure.